Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that thepatient faced infusion set tubing detached from hub event on (B)(6) 2024. The infusion set had been used for a two and half days. No further information was available.